Event description:
Received a replacement device for the philips CPAP recall, and the device itself is used, dented, and there was some sticky residue all over the machine. I refuse to use it since it is very clear that this device was not properly cleaned and it belonged to someone else (who may have other diseases). Philips is refusing to investigate or send me another replacement device and told me to "go buy a new one if I wanted to". I need to know my options on getting a proper replacement or getting reimbursed for a new machine.